Event description:
The resident was using the rollator in the dining room during lunch, and the front left wheel snapped off, causing her to fall. The resident was taken to the emergency room to be check out, and she was not found to be injured. The product had been taken out of use. It is unknown how many people were present during the incident.

Event description:
The device involved with this event was returned to compass health brands on 1/31/2017 & evaluated 2/1/2017 - the returned device was found to have its left, front caster fork and wheel detached (upon return). The caster fork bolt was found to be unscrewed out of the frame, and one of the two caster fork bearings was found to be deteriorated, with only shrapnel remains.